Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013-, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported additional diagnostics included examination/palpation on 2014-(B)(6) which showed the intrathecal pump incisions were well healed. The outcome of the event was updated to resolved without sequela with a resolved date of 2014-(B)(6).

Event description:
It was reported that patient had experienced erythema to abdominal incision site and was examined on (B)(6) 2013. Lab work showed wbc 4.1 k/ul. Patient had also reported purulent drainage from incision a day prior. It was stated to be not related to device or therapy but possibly related to implant procedure. Patient was given levaquin 750mg po qd for 10 days on (B)(6) 2013. When examined on (B)(6) 2013 mild tenderness and erythema was noted to the incision. Levaquin course was continued for an additional five days. Drug delivered via the device was morphine. Patient outcome was stated as ongoing. A follow-up report will be sent if additional information becomes available.